Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a lead issue. The patient's device system was explanted, and the patient had an x-ray done in the past, after explant, that showed some of the lead wiring remaining that may have broken off. No symptoms were reported. The patient's indication for use was noted to be urinary dysfunction. It was unknown when or why the device system was explanted. No potential event cause, troubleshooting, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.